Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the patient called the vad hotline to report that is controller was not alarming audible alarms. Upon arrival to the hospital the patient reported that he experienced a "critical battery" alarm while asleep. He indicated that there was no audible sound to alert him but all the alarm lights were flashing on the controller display when he awoke. Troubleshooting was unsuccessful in eliciting any alarms. Log files were sent and the controller was exchanged with no reported effect on the patient. Of note, the patient had a controller exchange the week prior during which there was no audible alarm the first couple of times hospital staff attempted to make a connection with a power source. At the time they were unsure if they were reconnecting power too quickly to result in an alarm; however, within a couple seconds, an appropriate alarm sounded alleviating any concerns. Investigation is ongoing.

Manufacturer narrative:
Controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported (no sound) event could not be confirmed; the controller operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The reported event could not be confirmed during testing; all alarms worked as expected. There are no apparent contributing clinical factors to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.